Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to flattened act button dome switch. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
Customer reported that the insulin pump returned a button error alarm the week prior to the call. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.